Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. A nordic bluetooth device pairing test was performed and failed. The customer complaint of a loss of connection was confirmed. The probable cause was a defective transmitter. No additional event or patient information is available.